Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states that they received complaint from the market regarding leaking syringe caused by cracked hub. Description of event done by the client: during injection, leak of the product between the needle and the syringe (grey needle), the nurse stopped the injection and took another xeplion 150mg to finish the injection. Field sample inspection showed leakage traces on luer connection between needle and syringe and over needle. Syringe still contains suspension. Functionally testing confirmed leakage at needle hub. Syringe is intact, no defect or damage at luer connection detected. Needle detached and rinsed.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was 1 sample submitted with this complaint. The sample was returned without its primary or secondary packaging, so the actual lot number for the sample could not be verified. A visual inspection of the sample identified a crack in the hub that ran axially along the luer connection, in addition to gouges on the exterior of the luer connection. The sample was inspected for luer leakage per procedure and leaked at the crack. The reported conditions are confirmed. The exact root cause could not be determined based on available information. A root caused investigation was conducted and identified 2 most likely root causes. The hub was potentially damaged during the manufacturing process when an operator was clearing a jam or it was potentially damaged by the user by over-torquing it during assembly. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks. The lot met all defined acceptance criteria and was released. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.